Event description:
Healthcare professional reports "fracture of port tubing."

Manufacturer narrative:
Analysis noted that the band tubing others was broken with striations consistent with surgical end cut to remove the device. Analysis noted that the tubing at the port stainless steel connector had a sharp unidentified opening. Device labeling addresses the possible outcome of leakage as follows: "caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage.¿ ¿caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Healthcare professional reports "fracture of port tubing."

Event description:
Patient reported, "lap-band has caused a stomach ulcer possible erosion" and "it is painful and had become ineffective". Follow up findings: patient reported hospitalization due to "cough up blood" with previous symptoms "felt like [they] couldn't swallow and couldn't eat or drink anything without problems" and constant burning and reflux". The device was explanted without replacement.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The information has not yet been received by allergan. Based upon the implant product by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. "Erosion", "pain", "couldn't swallow", "coughing up blood", and "reflux" are surgical complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the model number, serial number, exact explant date, diagnostic testing, patient data or further event details.